Manufacturer narrative:
(B)(4). (B)(6). Article website: www.neurosurgery-online.com. Date of death is approximate, based on the date this literature was published. The lot history record review was not possible since the lot numbers were not reported. The devices will not be returned for analysis as they were implanted in the patient; therefore, the event cause could not be determined. Based on the reported information, there is no evidence suggesting that the device was defective, but rather a procedure related event. There is limited information about the device and/or the patient, therefore all serious adverse events were captured in this report. Attempts were made to obtain additional information; however, no additional information was provided by the authors. Serious adverse events from the same article was reported in MDR# 2029214-2015-05014.

Event description:
Medtronic (covidien) received information through literature review that the two patients who developed subarachnoid hemorrhages (sahs) after treatment. It was reported that both patients had optimal position of the stents with near-complete obliteration of the aneurysms, no active extravasation of the stent,and no intrastent thrombosis on angiogram. These 2 patients had severe deteriorations in neurological status with the development of malignant intracranial hypertension and died. In this article, the authors' objective is to investigate if p2y12 reaction unit (pru) values are associated with hemorrhagic and th romboembolic complications after treatment with the ped and to find an optimal range of preprocedural pru values. Two hundred thirty-one patients with 248 cerebral aneurysms treated with the ped were retrospectively identified. Patients were started on dual-antiplatelet treatment at least 10 days before the intervention. Pru <(><<)>60 was a significant predictor of hemorrhagic complications and pru >240 was a significant predictor of any thromboembolic complication and cerebral thromboembolic complications. Citation: daou b, starke rm, chalouhi n, et al. P2y12 reaction units: effect on hemorrhagic and thromboembolic complications in patients with cerebral aneurysms treated with the pipeline embolization device. Neurosurgery 0:1-7, 2015. Doi: 10.1227/neu.0000000000000978.